Manufacturer narrative:
Section catalog number was changed from 07k78-26 to 07k78-35. No customer returns were available for investigation. Customer complaint data was reviewed and no adverse trends were identified. A review for potential non-conformances, deviations, or non-conformances with architect total b-hcg assay lot 72019ui00 was performed. This review did not identify any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 72019ui00 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 72019ui00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 72019ui00. The architect total b-hcg reagent package insert was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that (B)(6) architect b-hcg results were generated on 2 patients. Sample ID (B)(6) generated results of 30.97 miu/ml and 23.40 miu/ml. Another tube from the patient (ID (B)(6)) was tested and a negative result of <1.2 miu/ml was generated. Sample ID (B)(6) generated results of 456.46, 582.31 and 528.86 miu/ml. Another tube from the patient (ID (B)(6)) was tested and negative results of <1.2 miu/ml were generated 3 times. There was no report of impact to patient management.